Manufacturer narrative:
Visual inspection was performed on the actual sample, during which no anomalies were noted. A review of the device history records revealed no manufacturing issues. The actual sample was pressure and flow tested by pressurizing with air and submerging the sample into a water bath. The unit was found to fail the forward flow test, not allowing flow through the duckbill valve within the device. A retention sample from the same product code and lot number was obtained and tested using the same methods, confirming that it functioned as intended. Although additional evaluation of this failure mode is being performed, it is currently believed to be a result of a process change at the duckbill supplier. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, the overpressure safety valve would not suction blood. The occlusion had been tightened, but the valve would not suction the blood. This event was initially deemed not reportable on (B)(6) 2017; however, terumo has issued a voluntary safety alert, 1124841-06/25/2017-001-c, on (B)(6) 2017. This event has become associated with the safety alert and has since become reportable. No known impact or consequence to patient. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). The investigation results and conclusions, previously reported, remain the same.

Event description:
(B)(4).